Event description:
It was further reported that the cause of the event was unknown. It was noted that there were no abnormal impedance measurements. It was stated that it was unknown if the event was due to the implantable neurostimulator (ins) or the lead/extension. It was noted that it was unknown if the event was due to the programming or programmer. It was reported that there was exploratory surgery of the surgical site the same day as the paddle lead implant but no abnormalities were found. It was noted that the patient was not hospitalized for the event, and the patient recovered without sequelae.

Event description:
It was reported that initially after a normal paddle lead implant, placed at the ninth thoracic vertebrae, the patient felt fine with great stimulation coverage; however, 1.5 to 2 hours later, the patient was not "feeling" her legs. It was noted that the stimulation was off at that time. It was further noted that later the same day, the patient was able to feel some sensation to her legs. It was noted that a second surgery was performed and the physician "opened pocket to laminotectomy." It was unclear if anything was removed during the second surgery. It was further noted that after the second surgery, the patient had a return of sensation of both legs. It was noted an emg was performed and the readings were the same as "previous initial surgery." It was noted that the patient felt great simulation and had as great of coverage as the trial. It was further noted that the patient outcome was reported as fine with no injury and the patient returned home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).